Event description:
It was reported to philips that the customer had to restart the equipment multiple times to get it working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed that system was not booting up properly. After reviewing log file fse found that system was having image disk full error and malfunction in grabber card in flex vision pc. On troubleshoot, fse found multiple parts issue with the system. The cause of the flex vision 2 pc no hdd failure determined by the supplier's part analysis and there is unit malfunction. To resolve the issue, fse replaced cables between pcs, the dvi matrix, flex vision pc and reloaded the software. After replacement of dvi matrix and flex vision pc, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.